Event description:
Ous MDR - after an implant duration of about 53 months oversensing with inappropriate shocks was reported. No further adverse patient side effects were reported. The lead and the device were replaced.

Manufacturer narrative:
The inspection of the lead demonstrated a rubbed through insulation. This damage can be considered to be the root cause of the observed oversensing issue as mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. However, the position of the implanted system could not evaluated since diagnostic images, x-rays, were not available for analysis. Further damages such as the torn off distal part of the lead are most likely related to the explant procedure.